Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a subclavian artery-to-innominate vein fistula lesion that was mildly calcified and 70% stenosed. The armada balloon catheter was prepared per instructions for use (IFU). After device preparation, the balloon catheter was advanced to the lesion without issue. During the first inflation at 10-12 atmospheres, the balloon ruptured. There was no reported adverse patient effect and no clinically significant delay in the procedure. A non-abbott non-compliant balloon was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned and investigated. Visual and scanning electron microscopy (sem) analysis was performed on the returned device. The reported material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined that the reported material rupture was likely due to circumstances of the procedure. It is likely that the balloon rupture occurred due to interaction with the severely calcified lesion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.